Event description:
It was reported that a catheter issue occurred. The target lesion was located in the non-calcified left circumflex artery (lcx). The angle of the left main trunk to circumflex was slightly steep. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Following pre-dilation, a non-boston scientific stent was implanted. The opticross was introduced a second time and when it was removed, no resistance was felt. A non-complaint balloon was used, but during an attempt to advance the opticross a third time, it was noted that the tip was missing. Cine imaging of the coronary artery and full body was performed, but the separated tip could not be located. The procedure was completed with another of same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the non-calcified left circumflex artery (lcx). The angle of the left main trunk to circumflex was slightly steep. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Following pre-dilation, a non-boston scientific stent was implanted. The opticross was introduced a second time and when it was removed, no resistance was felt. A non-complaint balloon was used, but during an attempt to advance the opticross a third time, it was noted that the tip was missing. Cine imaging of the coronary artery and full body was performed, but the separated tip could not be located. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached, and the sheath was kinked. The tip was not return.